Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found occlusion is within the cartridge. Customer had elevated blood glucose levels (351 mg/dl).

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.